Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16145. Related manufacturer reference number: 2017865-2019-16147. Related manufacturer reference number: 2017865-2019-16148. Related manufacturer reference number: 2017865-2019-16149. Related manufacturer reference number: 2017865-2019-16151. It was reported that the patient passed away and cause of death was reported as sudden cardiac death, and unknown whether it was associated to the device. Information on the patient death was provided through a research article titled "MRI safety for patients implanted with the MRI ready ICD system" identifying abbott MRI ready implantable cardioverter defibrillator systems implanted in the deceased patient. Further information on the patient and on the specific model and serial numbers could not be determined as the physician conducting the study refused to disclose further information on the patient.